Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and urinary/bowel dysfunction. It was reported that they had chest pain on saturday and had to go to the hospital on sunday. Patient said they could not get an EKG until they turned the therapy off to confirm it was not a heart attack. Patient stated EKG confirmed not a heart attack but wonders if the implant could cause chest pain. Patient mentioned they were going to have an ultrasound tomorrow and wanted to check if they also needed to turn the therapy off. Patient also mentioned they called about feeling the stimulation sensation on their toes a week or two ago and was told to decrease the stimulation. Patient service specialists reviewed information and redirected patients to their healthcare provider to further address the issue. Additional information was received from the patient on 2023-04-10 patient called back in regards to the previously noted issue. The patient stated that they are having a lot of issues with their ins, and they have been to the hospital due to experiencing chest pain. The patient stated that their ins is messing with their heart and that when they turn off their device, their chest pain will go away. Patient reported that they are having the same issue with their feet and that their device is shocking them and they can hardly stand it. Patient also reported that they attempted to receive an EKG but the device messed it up so badly and interfered with the test. Agent reviewed EKG interactions with implant. Patient reported that they have to go back to work tomorrow and they need to receive a call from a rep because the pain is so unbearable and they need to do something about it. The patient stated that they recently saw their managing hcp, who redirected the patient to their mdt rep. Pats reviewed the roles of mdt reps and hcp's. Patient confirmed understanding. An email was sent to the local rep. Agent reviewed option to turn therapy off.